Event description:
The manufacturer received information alleging a malfunction of a trilogy 100 ventilator's touchscreen. It was reported that the screen saver would not cancel, even after pressing the switch. There was no harm or injury reported. The trilogy 100 was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Although there was airflow being delivered, the whole screen remained completely black, and the display was not viewable. The technician recommended replacing the device's lcd display to address the issue. The root cause has been determined to be a failure in the lcd. The lcd display was returned to the manufacturer's product investigation laboratory for further review. The product investigation laboratory could not duplicate the failure of the lcd display when installed into the trilogy test bed. The lcd display functioned as designed. The display was scrapped. Additionally, not related to the malfunction, the left down button is overly sensitive as if pressed twice when only pressing one time. The front panel board was replaced to address the issue. The technician performed repair tests, alarm check, battery check, run-in tests, and cleaning then confirmed that the unit operated properly. The software was confirmed as 14.1.03. The product investigation laboratory installed the front panel board into a trilogy test bed and pressed all the key buttons numerous times without failure. The product investigation laboratory tested all the buttons, leds and speakers and determined that the front panel board operates as designed and could not duplicate the allegations.